Manufacturer narrative:
The actual device was returned for evaluation, with the cannula cap detached from the cannula tabs and missing. Functional examination revealed that the device worked as intended and it is possible that the cannula cap detached due to excessive forces applied to the device during use.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the device released its tip. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.